Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus, and an olympus representative spoke with the customer remotely to resolve the issue. Per the representative: "jose is reporting that this is happening with multiple scopes. The operators do clean the scope contacts with alcohol and it doesn't seem to help much. I provided him the part number maj-2087 to order. I advised him to reseat the light source cables. If it continues I told him to swap the cables, and then swapping the cv-190. This way we will know exactly which component is the issue." The customer later replied and stated that the problem was resolved after cleaning the scope socket and was no longer an issue. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii xenon light source had an e216 and b30 communication error codes when scopes were attached. There were no reports of patient harm.